Manufacturer narrative:
One 72201491 curved ultra fast-fix assembly used in treatment, was returned for evaluation. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Do not use sharp instruments to manage or control the suture. The outer blue split protective cannula was not returned. The depth limiter was returned trimmed and attached to the needle. T1, t2 and suture were not returned with the device. The actuator was found positioned fully forward. The delivery needle curve was found bent slightly upward. Per the device ¿it is normal to encounter resistance prior to achieving the ready position.¿ complaint history review indicated similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation warranted at this time.

Event description:
It was reported that during meniscus repair surgery, the fast-fix t1 and t2 anchors were deployed at the same time inside the meniscus. Both ts were removed. The malfunction was solved with a delay shorter than 30 minutes using a back up device, no patient harm was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.